Event description:
After breast implants I started getting sick and it got worse every year until explanting (B)(6) 2021. Started experiencing migraines, brain fog, hair loss, joint pain, diagnosed with ra, neuropathy, trouble breathing, fluid in ears, yeast infections, utis, hot flashes, etc. As soon as the implants and capsules were removed half of my symptoms were resolved. Now after 2 yrs all of my symptoms are resolved. This was clearly caused by the implants. Reference report mw5153412.